Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states there are bolts missing from the left and right reclining back hardware.